Event description:
It was reported that the device could not be interrogated. The patient was brought into clinic after clinic received e-mail from merlin.net saying that this device was unable to be paired. Previous call notes show that there was an issue with pairing this device with an rf-capable merlin.net monitor. Longevity analysis from the previous interrogation showed 4.9 years estimated longevity. During in-clinic check the device was unable to be interrogated. The patient is undergoing chemotherapy and patient¿s ejection fraction has improved. The physician feels patient does not need to replace the device and undergo surgery.